Manufacturer narrative:
The device was sent to our technical centre so a thorough technical analysis could be carried out to help to identify if there were any problems and/or what could have caused the reason for the complaint. The reported complaints were confirmed and the issues were due to a defective pump motor. A review of the associated manufacturing assembly records did not identify any issue at the point of manufacture which may have caused or contributed to the issue highlighted by the complainant. In addition it can be confirmed that all finished product specification testing was satisfied at the point of release. Following the complaint assessment, the device was sent to the service center to await instructions on the full repair status/fate of the device.

Event description:
It was reported that device failed test 30 due to the warning was not triggered at all.